Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. The calibration initially failed with "cal.e" alarms, but when repeated, it passed. The alarm trace showed multiple "abnormal aspiration" and "sample short" alarms noted on the date of the event near the time the sample was processed. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The field service representative found the sample probe was not properly aligned in the reaction vessel and a syringe was not seated properly, causing bubbles. He performed adjustments on the sample probe and properly seated the syringe to ensure a proper flow path. He performed checks and tests with acceptable results. The customer performed maintenance, calibration, and qc without issues. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results for 1 patient sample on a cobas 8000 ise 1800 module. The initial result was 133 mmol/l. The repeated result was 139 mmol/l. The repeated result was obtained on another module and was believed to be correct. The questionable result was not reported outside the laboratory. The sample was repeated due to failed qc and calibration.